Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that, with the volume set to 500 ml the monitored vte reading was 491 ml and delivered was 2.49 l over 5 breaths. Note: monitored spec is 500 +/- 100 ml and delivered is 500 +/- 50 ml i.e. Five, breaths would be 2.50 l +/- .25 l. Pcba was installed into a known good vela test vent and calibration was performed. It was found that if a leak was introduced into the patient circuit then, the vte volume would drop to a level below the minimum spec of 400 ml and the measured delivered volume would rise to 2.70 l. Could not duplicate, low volumes vti: 497, vte: 210, complaint allegation.

Event description:
The customer reported that while in pt use, the ventilator exhaled monitor volumes readings are low on this unit. The ventilator was removed from the pt and the pt was placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator and observed the flow sensor receptacle was missing the o-rings and cap. Replaced the o-rings and the cap. Replaced main board and flow sensor receptacle. Flow is now reading within adjustable specs. Calibrated the transducers until volumes were within the tolerances. The ventilator operates according to specs.